Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported that the two contact blades of the cev133 forceps bipolar 350mm lrg botella were hot and created some electric arcs. Additional information was received on 23jan2019 stated that there was no patient injury, and no increase to the surgical time. The product problem occurred at the end of the surgery when just a small electric arc at the connection between the cable and forceps occurred.

Manufacturer narrative:
Additional information received on 31 january 2019 and 01feb2019 as follows; during left colectomy in laparoscopy, there was an electric arc between the forceps and the connector of the cable. Moreover, the forceps worked without pouching the footswitch when the forceps was lying on the instrument table. Electric arc was seen by the nurses and the surgeon. No immediate clinical consequence. More intensive follow up for the patient, however patient has no complementary examination. Patient in continuous care for pathology not due to the incident reported. Product was returned and the evaluation verified the complaint as valid. Device history record reviewed and no anomalies that could be associated with the complaint were observed. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument.

Event description:
N/a